Event description:
It was reported the patient experienced a lack of effect, shuffling gait, and shoulder pain after a fall two weeks ago. The patient had additional falls since the event. It was also reported the patient had a possible torn rotator cuff. The left shoulder felt pulling, left side of the face felt pulling, and pain in her left eye for the last two days. The patient was unable to adjust the stimulation. When the status lights were assessed, both batteries appeared good (lights on). The pain in the shoulder was described as acute pain. The ambulation difficulties included increased shuffling of her feet. The left part of the patient's face felt numb. It was also reported the patient had chest pains and an asthma attack while driving home the date before. The patient went to the emergency room for the symptoms. An x-ray of the patient's shoulder was done. An EKG was performed. The physician had turned the device off to perform the EKG reading. A magnet was used to turn the device off, and back on following the EKG. The patient had reported a lessening of symptoms but the physician was unsure if the device was on. The patient was unable to ascertain if the left ipg felt better on or off. The patient's numbness and pulling on the left side of the face, and pain over the eye, was reportedly worse when the device was on. The ER physician planned to turn the left ipg off and leave it off until the patient could see their following physician. Additional information has been requested. See also MFR report #3004209178200900058.